Event description:
Customer's mother called stating customer received a button error alarm. Customer's blood glucose was 116 mg/dl. After troubleshooting, customer was advised insulin pump would need to be returned. Customer was sent a replacement. No further information provided.

Manufacturer narrative:
The down arrow button on the insulin pump was unresponsive due to a flattened dome switch. No unexpected beep or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.